Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the sureform 45 stapler were sticking. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
The curved-tip stapler 30 has been returned and evaluated by the failure analysis team. The reported issue with the curved-tip stapler 30 could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The curved-tip stapler 30 was tested in-house, and initialized, clamped, fired, and unclamped without any issues. The curved-tip stapler 30 instrument fired successfully using a green 30 endowrist reload. The cut line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. During in-house testing, after the first reload firing, the curved-tip stapler 30 was removed to perform a second firing, the system displayed the message, the instrument is expired. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The curved-tip stapler 30 moved intuitively with full range of motion in all directions. The grips opened and closed properly. The curved-tip stapler 30 instrument attached to and removed from the arm without any issues on multiple attempts. Review of the logs were unable to identify any failures with the instrument. The instrument was fully functional. There was no problem detected. Probable root cause is related to induced problems, including misuse of the product and recognition issues.